Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited a burned plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cannot be determined. However, the inside of the biopsy channel opening at the plastic distal end cover was discolored to brown and partially may have melted due to the use of the endo therapy accessories for high-frequency cauterization, laser radiation, or argon plasma coagulation. The following is included in the instructions for use (IFU): ¿1. IFU warns on use of the endo therapy accessories for high-frequency cauterization as follows: -operation manual chapter 4.3using endotherapy accessories ¿ always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur. -2. IFU warns on use of the endo therapy accessories for laser radiation as follows: ¿ to avoid patient injury, burns, bleeding, perforation, and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image. -3. IFU warns on use of the endo therapy accessories for apc as follows: ¿ make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end (see figure 4.9). The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image. Otherwise, the treated region cannot be irradiated correctly, and the endoscope may be damaged. Using a damaged endoscope may cause patient injury.¿ olympus will continue to monitor field performance for this device.